Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (B)(4) was informed that a 4k camera head was returned to the regional repair center for a customer's report of "when camera head is touched the screen goes blank". The issue was first observed during inspection before use. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the regional repair center for evaluation. The customer's reported issue was confirmed as the image goes blank due to a defective cable unit. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.